Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a second hip revision surgery on (B)(6) 2016. The first revision surgery occurred on (B)(6) 2016. The original surgery is dated (B)(6) 2016. The second revision surgery occurred because of patient pain and infection. During the revision, the original 40mm +8mm femoral head was revised to a new size 40mm x +7mm cocr femoral head.